Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the initial procedure? Didn't know. What is the event day and procedure date? Didn't know. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2021. Additional h3 investigation summary: an empty opened foil, a needle/suture piece and three sutures pieces of product code vcp345, lot # ph2337 were received for evaluation. During the visual inspection of the opened sample, the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiples pieces due to the suture has begun with the process of degradation. The product code vcp345 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and several wrinkles, holes in cavity and damaged were noted. This conditions contributed to degradation of the suture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in 2020, and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.